Event description:
It was reported that the baby was wet between the pads. The water temperature had been in the 30s over the last few hours not related to condensation. The flow rate was 1.1lpm. The complainant was asked to switch out pad and send back the pads and also said to note the reason for sending them back.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was intended to be used for treatment purposes. The product was not related to the reported failure. Visual evaluation of the returned sample noted one opened (no original packaging present), neonatal arctic gel pad present. Only one pad from the kit was returned. Visual inspection of the pad surface noted no obvious visible defects such as cuts or tears in the foam. Visual inspection of the clear connectors noted no visible chips or deformities at the ends of all connectors. A kink was present in one of the pad lines near the pad line connector. There was no fluid or air leakage noted from the pad. The pad hydrogel was intact. The original liner was in place on the returned sample. The pad was individually tested. All individual measured flow rates are outlined. Alternate orientations of the supply and return ports of the pad line-fluid delivery line connector were performed to note the influence of pad line kinking. The flow rate, inlet pressure, and circulation pump command were recorded for both cases. According the test method the flow rate was found to be acceptable for the returned pad. (Acceptable range > 2.4 l/min. M2). No hydrogel peeled off the pad when separated from the liner. No root cause could be found because the reported event was unconfirmed. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following"directions1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on thepad. Avoid placing the patients over the manifoldsor other high pressure locations. The rate oftemperature change and potentially the finalachievable temperature is affected by pad surfacearea coverage, placement, patient size, and watertemperature range.2. The pad surface must be contacting the skin foroptimal energy transfer efficiency.a) if desired, the center section of the pad can bewrapped around the patient¿s torso and secured inplace using the velcro tabs provided.¿ if this option is in use, ensure that the edges of thepad are away from articulating areas of the bodyto avoid irritation.¿ place pads to allow for full respiratory excursion.(e.g. Ensure free movement of the chest andabdomen are guaranteed).¿ the pads may be removed and reapplied if necessary.¿ pads should be placed on healthy, clean skin only.3. Due to the small patient size (1.8 - 4.5 kg;4.0 - 9.9 lb) and the potential for rapid patienttemperature change, it is recommended to use thefollowing settings to the arctic sun® temperaturemanagement system:¿ water temperature high limit: =40°c (104°f)¿ water temperature low limit: =10°c (50°f)¿ control strategy: 24. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb)it is recommended to use the patient temperaturehigh and patient temperature low alert settings.5. Place a core patient temperature probeand connect to the arctic sun® temperaturemanagement system patient temperature 1connector for continuous patient temperaturefeedback. A rectal or esophageal temperatureprobe is recommended.6. Verify patient core temperature with anindependent temperature probe before and atregular intervals during use.7. Attach the pad¿s line connectors to the fluid deliveryline manifolds.8. See arctic sun® temperature management systemoperators manual and help screens for detailedinstructions on system use.9. Begin treating the patient.10. If the pad fails to prime or a significant continuousair leak is observed in the pad return line, check theconnections, then if needed, replace the leaking pad.once the pad is primed, assure the steady state flowrate displayed on the control panel is appropriate.the minimum flow rate should be 1.1 l/m.11. When finished, purge water from pad."h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the baby was wet between the pads. The water temperature had been in the 30s over the last few hours not related to condensation. The flow rate was 1.1lpm. The complainant was asked to switch out pad and send back the pads and also said to note the reason for sending them back.